Event description:
The patient experienced pain at the skin flap. The patient was treated with botox injection at the skin flap. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.